Manufacturer narrative:
The coil was returned severely damaged. The proximal end of the coil is butted up against the distal tip of the device positioning unit (dpu). The coil¿s socket ring has been bent distally approximately 90 degrees. This caused a loss of concentricity between the distal tip of the dpu and the proximal end of the coil. The first two secondary windings off the ball tip have multiple sections of severe compression and buckling damage. The coil¿s socket ring has been bent distally approximately 90 degrees. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and the damaged edges have been raised above the surface plane. The locking mechanism has compression, stretching, and tooling damage. There are two equally important contributing factors to the coils friction encountered during advancement inside the unidentified microcatheter. These factors may have worked separately or in tandem with each capable of producing similar results. The primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which bent the coil¿s socket ring back causing a loss of concentricity between the distal tip of the dpu and the proximal end of the coil and may have caused a portion of the severe compression and buckling damage to the distal section of the coil. In this condition severe friction will be felt when attempting to advance the coil inside the unknown microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the secondary, but equally contributing factor to the coil friction encountered inside the unidentified microcatheter may have been due to distal interference especially at the hub to microcatheter junction at the funnel which normally produces the type of buckling damage found to the distal section of the coil. This may have involved the green introducer not being closely seated against the funnel and/or a misalignment of the introducer/coil which may have caused the distal coil damage adjacent to the coil¿s ball tip. In this condition friction will be encountered when attempting to advance the coil. However, the exact source of this interference; whether of a fixed or detached nature cannot be definitively determined. If a misalignment occurred then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿gently insert the introducer tip into the rhv until it can go no further and is in close alignment with the hub of the infusion microcatheter. (There may be a small space, as shown in figure 4, between the tip and hub depending on the type of microcatheter used.) Gently tighten the rhv main valve around the introducer sheath to prevent back flow of blood. Visually inspect the alignment of the introducer tip and the microcatheter hub to ensure they have not slipped apart¿¿ ¿additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition¿¿ in addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contribution to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU may have also contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During the procedure, the surgeon felt friction when he advanced the presidio coil (pc410041230/ g12987) through the shaft of the microcatheter (details unknown). The surgeon tried many times but still failed. After removal, the surgeon noted there was a kink at the tip of the coil. Changed another coil (details unknown) to complete. The microcatheter did not kink or bend at any time. No additional damages were noted on the coil after removal. An adequate continuous flush was maintained through the catheter. Other unknown products were used successfully with the microcatheter after the encountered resistance. There was no significant procedural delay due to the resistance. No patient or vessel code information provided.

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt.